Event description:
Customer reported difficulty with removal of size 1 flex cup after damage occurred to the stem/pull tab while the product was inserted. Customer stated the pull tab broke off of the cup completely resulting in the product suctioning to their cervix and an inability to remove the cup. Customer sought medical assistance for removal and the cup had been inserted for approximately 22 hours at the time of medical removal. Customer reported that medical personnel used tools to assist in removal. Customer reported abdominal discomfort, cramping, and a dull headache prior to removal. Additionally, customer reported a tear/laceration, mild bleeding, and discomfort during and post removal. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.